Manufacturer narrative:
Information contained in this record was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of autoimmune/connective tissue-symptoms of is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture and "autoimmune issues." Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side "assumed rupture" reported by the patient. Patient later reported "pain, uneasy feeling, autoimmune issues, feeling quite unwell." The device remains implanted. Rupture occurred following "gym workout."